Manufacturer narrative:
The reported event of increased pc unit keypad failure rate file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There was no report of patient involvement.

Event description:
The customer reported that during testing, the pc unit keypads had a higher failure rate than was expected. Biomed found some units did not power up or charge at all after the power cable and battery were replaced. In other units, after a new keypad and battery were replaced, some units had keys which did not work when pressed, charging did not occur, and the devices did not complete the task with asm. A corroded ribbon cable was identified on one of the units and device investigations were requested. There was no report of patient involvement.